Event description:
A report was received that during the trial period the patient was experiencing severe pain and shocking sensation on the left foot and leg. The patient was prescribed with a steroid pack. The physician does not believe that the stimulator was causing the pain. The patient was doing well.